Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted and will not be returned. Additional information was received that the reason for explant was due to patient had no pain coverage.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7062774.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted and will not be returned.